Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports procedure being performed. "Spine retractor case. Patient burned at contact point for the spine retractor. Bad burn, blistering, pending outcome. Realized after the case that injury occurred." No further information available.

Manufacturer narrative:
On 10/12/16 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - a visual inspection of the returned mlx found the exterior exhibited visible signs of physical damage. The damage included a broken screw on the back of the top cover, broken screw on the side panel and a dent in bottom, rear corner of the unit. Functional testing found the unit powered on without problems except, the attenuator was emitting a grinding-sound during operation. Note that there was no observance of the mlx light source overheating. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion - there was no evidence found from the evaluation to suggest that this mlx caused or contributed to the reported incident of ¿a patient was burned at patient-contact point for the spine retractor¿. The root-cause of this incident is not determined and the complaint is considered unconfirmed.